Manufacturer narrative:
Date: (B)(6) 2014. Conclusion / root cause: this data acquisition (da) to motor controller (mc) board cable rev a was tested and no failures were identified. The length of the da to mc board cable was increased from 2.63 to 2.88 inches in revision b of this cable, which has been valid from (B)(6) 2009. This cable was manufactured prior to the increase in length. This report is being submitted as part of the remediation for (B)(4).

Event description:
The customer reported the ventilator alarmed and went vent inop during setup testing. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. Review of the device diagnostic history noted a previous data acquisition pcba adc reference failure. The manufacturers field service engineer duplicated the reported problem during evaluation of the data acquisition-motor controller cable. The field service engineer replaced the cable to correct the reported problem. The device passed all manufacturer required testing.